Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery connector was damaged and unable to fit into a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.